Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. Only the discordant result of patient(B)(6) was reported to the physician(s). The samples were repeated on the same instrument, resulting lower. Sample (B)(6) was also repeated on a dimension instrument, also resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse completed a total service call and ran a thirty cup precision run using multi-diluent 11 solution. The instrument did not require additional servicing. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.